Event description:
It was reported that there was undersensing on the right ventricular (rv) lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.